Event description:
A report was received that the patient did not feel stimulation. Upon visualization, it showed that the lead moved and several contacts on the patient's lead showed high impedances. The patient underwent a revision wherein the leads were replaced. During device analysis, it was discovered that the leads were fractured.

Event description:
A report was received that the patient did not feel stimulation. Upon visualization, it showed that the lead moved and several contacts on the patient's lead showed high impedances. The patient underwent a revision wherein the leads were replaced. During device analysis, it was discovered that the leads were fractured.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2316-70, serial #: (B)(4), description: infinion 70 cm. Lead kit model: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. Device evaluation indicated that the complaint was confirmed. Both leads have cable fractures at the bent/kinked portion of the lead, 1 cm from the click anchor set screw mark. There are no exposed cables at the fracture site. Sc-2316-70, s/n (B)(4): all cables were fractured. Sc-2316-70, s/n (B)(4): multiple cables were fractured. Sc-3400-30, s/n (B)(4): the lead passed impedance measurements test. Visual and x-ray inspection found no anomalies. Sc-3400-30, s/n (B)(4): the lead passed impedance measurements test. Visual and x-ray inspection found no anomalies. Sc-3138-35, s/n (B)(4): the lead was cut and only the proximal end was returned. Visual and x-ray inspection found no anomalies on the returned portion of the lead.